Event description:
Pt called to report adverse events regarding a hernia repair mesh. Pt is waiting to receive her medical records and will call back to update specific device info. Pt stated on (B)(6) 2010, she had her first hernia repair surgery. Immediately following the surgery, she said she felt sick with pain, chronic diarrhea, bloating and frequent urination. Pt stated she had to quit her job and is now on disability. She said she talked with doctors and tried to deal with all the adverse reactions, but finally had another hernia repair surgery on (B)(6) 2013. Pt stated during this surgery, more mesh was implanted without her knowledge. She says she has extreme pain that feels like "a bomb exploded inside her." She says besides the constant pain and other listed symptoms, she now has acid reflux as well. She felt it necessary to call and report on this mesh device, as she feels there is an issue with it and is not happy with it.